Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the flex circuit failed and there was an unusual noise from the motor. It was determined that a flex circuit that was worn and not operating properly would cause error codes. Therefore the reported condition is confirmed. The assignable root cause was determined to be due to the device being worn out over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery the motor device had an unknown error code. During an in-house engineering evaluation, it was observed that the flex circuit failed and there was an unusual noise from the motor. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.